Manufacturer narrative:
(B)(4). Describe event or problem updated. (B)(4).

Event description:
It was further reported that the 3mmx12mm synergy ii everolimus-eluting stent had caused the dissection.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon deflation failed and stent fracture occurred. The patient presented with a flow limiting vessel dissection with st elevation. The target lesion was located in the mid left anterior descending (lad) artery. A 3mmx12mm synergy ii everolimus-eluting stent was advance for treatment. The stent balloon was inflated at 14 atmospheres for 30 seconds. Upon removal of the device, it was noted that the balloon was still partially inflated and a part of the stent remained on the balloon and was taken out. Two additional stents were then deployed in an overlapping manner to treat the dissection with resolution of st-elevations and excellent angiographic results. The procedure was completed. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was severely damaged and bunched up on the proximal side of the balloon. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were open on the exposed distal part of the balloon and it was evident that the balloon was subjected to positive pressure. Crimp markings were not visible on the exposed distal part of the balloon due to positive pressure that was applied. As part of the examination, the balloon was inflated to nominal pressure (11atm) and subsequently to rated burst pressure (rbp 16atm) with no restrictions noted. No issues were observed with the balloon wall. No issues were observed with balloon deflation at both the proximal and distal end of the balloon. No balloon leak or balloon rupturing was noted. No leaks were noted in any part of the delivery catheter. The distal edge of the bumper tip of the device was damaged. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section of the shaft polymer extrusion profile found several mid-shaft kinks. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. A jagged tear was identified in the outer at the port weld site. This type of damage is consistent with the guidewire being removed incorrectly from the device which results in the wire ripping through the extrusions. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the 3mmx12mm synergy ii everolimus-eluting stent had caused the dissection.